Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI). The reported issue was confirmed during the fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the fse reported that it found that drawers 3.1 and 3.2 in the auxiliary unit were not detected on bus. No lights at all. First replaced the module controller and plugged it into 3.1, no issues. To ensure no issues, replaced drawer controller of 3.2. Plugged it in, but found the 7 drawer pyxibus cable had a cut into it that was the cause of a thermal event, likely the cause of the dead module controller. Replaced the cable. Booted up. Had row board not present errors in 3.2 during initial testing. Reseated the row board cables at all contact points in 3.1 and 3.2, cleaned drawers of debris. Tested the drawers using the final test in the hardware test application. Test successful. Posted the results to the feed. During dchu visual inspection: pn 151630-01: did not present any physical damage, fluid ingress, loose or missing components. Pn 151622-01: did not present any physical damage, fluid ingress, loose or missing components. P/n 121085-01: exhibited thermal damage due to exposed internal wiring. During dchu testing: pn 151630-01: digital multimeter readings were within acceptable ranges and full hta resulted with successful results with no anomalies observed. Pn 151622-01: digital multimeter readings were within acceptable ranges and full hta resulted with successful results with no anomalies observed. P/n 121085-01: the testing from dchu was not necessarily due to the signs of thermal damage on the internal conductors of the cable, which were caused by exposure. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d) root cause: after investigation it is determined that the root cause of the reported issue was generated by the damaged assy cbl pyxibus 7 drawer, p/n 121085-01 due to thermal damage caused by exposed internal wiring.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 was not detected on the bus. As per part investigation, it was determined that the assy cbl pyxibus 7 drawer showed minor signs of thermal damage due to exposed internal wiring. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found that drawers 3.1 and 3.2 in the auxiliary unit were not detected on the bus and had no indicator lights. Replaced the module controller and connected it to drawer 3.1 no issues observed. To ensure full functionality, the drawer controller also replaced drawer 3.2. Upon connection, discovered that the 7 drawer pyxibus cable had a visible cut, which had caused a thermal event and likely led to the module controller failure. Replaced the damaged cable. After bootup, encountered row board not present errors in drawer 3.2 during initial testing. Reseated all row board cables at contact points in both drawers 3.1 and 3.2 and cleaned out drawer debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 was not detected on the bus. However, there were no delays or adverse events or injuries reported based on this event.